Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure occurred with the automatic impella controller (aic) during preventative maintenance (pm). No patient was involved.